Event description:
A (B)(6) customer received control readings of 11.0 and 11.4mmol/l on the contour next . The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. New strips and control were sent.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.